Event description:
It was reported that device detachment occurred. The 81% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual, microscopic and media inspections revealed the device returned with the imaging window detached in the lap joint section.

Event description:
It was reported that device detachment occurred. The 81% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was outside the patient, the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.